Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 54 mg/dl. The customer stated that the issue was the adhesive tape was not sticking well to the body. The customer was assisted with trouble shooting and everything works as designed. The customer was advised to monitor the situation for any future issues. No further information was provided.